Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that the system went into bypass and the image acquisition system (ias) turned off. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The image acquisition system (ias) could not be started due to a component failure of the ias computer. Therefore, as intended for such a case, the system switched to bypass fluoro mode. This special mode, which is a mitigation of the problem, allows the system to continue to have imaging. However, neither acquisition nor storage of data is possible and the image quality is reduced. Such an error can only be eliminated by replacing the affected hardware. The ias pc was replaced on site by our service organization. After that, the system was running again as specified. Since the affected pc model of the customer (ias r640) was already 10 years old, it was exchanged for a compatible model of a newer type (ias bb2). The spare parts consumption of the affected part has been checked. A possible general fault could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.